Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and higher.

Event description:
Healthcare professional reported "the capsular contracture of grade 3 or higher was found in 3 breasts." Device status is unknown.

Event description:
Healthcare professional reported "the capsular contracture of baker grade iii or higher was found in 3 breasts." Device status and affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.